Event description:
It was reported that pump battery would not charge despite use of confirmed working outlets, original and alternate charging cables, and wall adapters, and no low power or shutdown alerts had occurred. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode and return it, understood the need to manually enter pump settings and reconnect continuous glucose monitor to replacement pump, and technical support confirmed shipping details and arranged shipment of replacement pump while customer continued using current pump until replacement arrival.